Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle and one endo gia xl. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted no abnormalities. The device memory was examined and error codes were found. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the instrument did not work. Additional information has been requested but not yet received.